Manufacturer narrative:
Device is combination product. (B)(4). A promus premier select mr, ous, 2.75 x16 mm, stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent identified no issues. The stent showed no signs of damage or movement and was set equidistant between the proximal and distal markerbands. The crimped stent od(outer diameter) was measured within the maximum crimped stent profile specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no damage to the tip. A visual and tactile examination of the device revealed a hypotube break at approximately 922 mm distal from the distal end of the strain relief (measured with calibrated ruler ce3172). There were multiple hypotube kinks noted. The type of damages noted most likely occurred due to the application of excessive force which may have initially kinked the device and then resulted in the hypotube breaking. A visual and tactile examination found no issue with the extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2018. It was reported that a shaft break occurred. As the physician was straightening the shaft of a 2.75 x 16mm promus premier select stent during unwrapping, the shaft broke. It was reported that the device broke at a location that could not enter the patient. The procedure was completed with another of the same device. However, device analysis revealed the break was 99.2cm from the strain relief, in a location that could enter the patient.